Event description:
It was initially reported that on (B)(6) 2023 the patient was sleeping while using the life2000 device, when he woke up due to shortness of breath. Oxygen saturation levels (spo2) was not reported. The patient's wife noticed a red light accompanied by a long single alarm, then the device turned off. The patient was switched to his alternative o2 support, 3.5lpm via nasal cannula (patient's baseline requirement), and recovered in 20 to 30 minutes. No medical intervention was required. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, product code, and UDI corrections were required to this MDR in alignment with the gudid.

Event description:
It was initially reported that on (B)(6) 2023 the patient was sleeping while using the life2000 device, when he woke up due to shortness of breath. Oxygen saturation levels (spo2) was not reported. The patient's wife noticed a red light accompanied by a long single alarm, then the device turned off. The patient was switched to his alternative o2 support, 3.5lpm via nasal cannula (patient's baseline requirement), and recovered in 20 to 30 minutes. No medical intervention was required. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was initially reported that on (B)(6) 2023 the patient was sleeping while using the life2000 device, when he woke up due to shortness of breath. Oxygen saturation levels (spo2) was not reported. The patient's wife noticed a red light accompanied by a long single alarm, then the device turned off. The patient was switched to his alternative o2 support, 3.5lpm via nasal cannula (patient's baseline requirement), and recovered in 20 to 30 minutes. No medical intervention was required. The patient is a 79-year-old male with relevant medical history of chronic respiratory failure and copd. The patient's wife stated the patient has poor hearing and did not hear the device's alarms during the reported event. A trainer visited the patient and upon inspection, a constant "low pip" alarm was observed. The trainer noted the patient has large nares and his size large interface needs to be worn farther up into nose. The patient was instructed on proper wear of nasal interface and alarms stopped. The trainer concluded the device had likely turned because of battery charging issues, as the power cord slips out often as stated by the patient. The life2000 system was replaced and the patient was advised to swap to alternative means of oxygen/ventilation if he's not wearing the device, and reminded that, for safety reasons, the patient's caregiver should be present and able to attend to the device's alarm if the patient is unable to hear them. During a follow-up call, the patient's wife also stated that on (B)(6) 2023 the device's ventilator stopped working while the patient was using the life2000 system due to its battery not being charged. The patient's oxygen saturation dropped to 50%, and he was switched to his alternative mean of oxygenation via nasal cannula at 4lpm. The patient recovered and no medical assistance was required. It was also stated that the battery charger got hot while the device was charging, and the device's ventilator had a persistent "low battery" alarm that could not be resolved. No alarms were noted with the device compressor. The hillrom clinical support specialist (css) completed a full troubleshoot over the phone with the patient's wife and daughter, the device was alarming "low pip" at the time of the call. The combo hose tubing was tangled and was noted it "smelled bad". The "low pip" alarm resolved once the tubing was untangled. The css advised the patient to hold the use of the device until the trainer's visit. Safety concerns related to patient's inability to hear the device's alarms will be further discussed with the family and their healthcare provider. The life 2000 device is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device supports spontaneous breathing for patients unable to drive their own respirations and can be delivered via nasal pillows, face mask, or et tube. The device's peak inspiratory pressure alarm (pip) alerts when the patient's measured pip falls outside of the set limit. The device IFU provides instructions and troubleshooting measures depending on the type of pip alarm (high/low) including checking the interface or tubing for any obstruction, checking all connectors for possible damage, and re-adjust volume setting for the active prescription, ensuring patient interface is not leaking at the patient side, switching to another active activity button and contacting the patient's physician if the alarm persists. "Battery low" or "very low battery" alarms are displayed when the device's ventilator battery capacity drops below 25% and 15%. In relation to correct device charging and low battery alarm, the device's IFU instructs: "connect the ventilator to the ventilator battery charger and an ac power source to recharge the battery or dock the ventilator back into the compressor to recharge the battery. Ensure that the locked icon on the compressor illuminates to indicate the ventilator is charging. Ensure the compressor is powered on. If the battery does not recharge, place the patient on an alternate means of ventilation (if necessary) and contact your breathe technologies® service representative." [..] "When the very low battery alarm occurs, the screen should display the very low battery alarm (in red), and you should hear a sequence of two sets of five tones indicating a high priority alarm. Note: for a high-priority alarm, an audible tone immediately occurs with a vibration alarm with no delay" oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, it was reported that the patient¿s oxygen level was clinically below normal range (spo2 50%) and the patient experienced shortness of breath. The change was temporary, and the patient recovered at home with medical intervention (increasing the o2 supply to 4lpm) to preclude permanent impairment to a body function and/or permanent injury to a body structure as advised by her healthcare provider, which concludes that a serious injury occurred. Additionally, the ultimate cause cannot be determined, however, it is reasonable to conclude that the reported event was likely caused by use error/ misuse of the device (device's alarms unattended, device battery not charged adequately) related to the patient's poor hearing and the pathophysiology of his above-noted medical condition. The device functioned as designed by providing an appropriate alert as also reported by the customer. If a similar use error/misuse of the device were to recur, it would likely lead to a serious injury or death, however, prevention of this type of events is outlined in the device's IFU as noted above.